Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedances measuring 1875 ohms however, measurements are still within range. Additionally, it was noted that there were increased thresholds and noise. Isometrics was performed and the noise could be reproduced. Subsequently, this lead was explanted successfully. No additional adverse patient effects were reported.